Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; e1; g3; h2; h4; h6 and h11. Corrected field: e4; h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact with igniter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact with igniter. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had ignition error and lamp no longer starts up. The event had occurred during inspection for use. There were no reports of patient involvement.